Event description:
The procedure was percutaneous peripheral intervention for superficial femoral artery that was not calcified and mildly tortuous. Access was obtained from the femoral artery. During the procedure, while advancing an unspecified guidewire (astato/st. Jude medical) in a transit ((B)(4), complaint product) to the desired position, the physician experienced some resistance. It is unknown where and when exactly the resistance occurred. Therefore both the microcatheter and the guidewire were safely removed from the patient as a unit, and the transit was replaced for a new one (lot unknown). After withdrawal, when the transit was outside the patient's body, he noticed that it appeared to be kinked. Also the report did not indicate where on the microcatheter the kink was located. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. It is also unknown if the guidewire was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
With the review of additional information, the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.